Event description:
Patient was implanted for 2 days and facility was unable to cannulate due to swelling. Patient was hospitalized and femoral cath implanted. Upon examination it was found that the cannulas were not in the right atrium.